Manufacturer narrative:
H4: the lot was manufactured between december 13, 2023 and december 14, 2023. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink continu-flo solution sets leaked from an unspecified location. This was observed during an unspecified process step. The sets contained chemotherapeutic drugs. There was no report of patient injury or medical intervention associated with this event. No additional information is available.